Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during a post-op check for rv lead replacement, it was found that the atrial lead had no capture. The patient was brought in for a lead revision. Under fluoroscopy it was noticed that the lead had dislodged in the atrium. The lead was removed and a new lead implanted. The patient tolerated the procedure fine and will be followed normally.